Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer lost connection was confirmed. Continuation of d10: product ID w1dr01, product ID 24970a, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient connector lost bluetooth connectivity with the implantable pulse generator (ipg) while attempting to reinterrogate the ipg and the connection was unable to be reestablished. It was noted that the ipg was successfully implanted and interrogated before the issue occurred. It was further noted that the user expressed dissatisfaction with the issue. An unsuccessful attempt was made to reestablish the connection, however the issue remained so the mobile programmer was changed out for an alternative model programmer to resolve the issue. The patient connector and ipg remain in use. No patient complications have been reported as a result of this event.